Event description:
The customer got up and took medication and tested blood glucose and rec'd a result of 169mg/dl at 5am. The customer compared the result to another device and rec'd a result of 161mg/dl. The customer dosed 5 extra units of insulin and later passed out. The customer woke up at 10:30. Level 2 control was out of range. No treatment was given. A request was made for the return of the suspect device and replacement product was sent.